Manufacturer narrative:
The field service engineer (fse) found an issue with the reagent probes. The fse replaced the reagent probes and rinse tubing. Various instrument parts were checked. Calibration and qc were acceptable. The instrument was operating within specification. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc results were outside of 2 standard deviations (sd). The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for digoxin on a cobas 8000 c 502 module. The initial result was 1.3 ng/ml. The sample was sent to an external laboratory for confirmation testing on another c502 module and the result was 0.8 ng/ml. The repeat result was believed to be correct. The initial result was reported outside of the laboratory and corrected upon completion of repeat testing. The digoxin reagent lot number was 61880501 with an expiration date of 31-may-2023.